Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty flushing the marker lumen could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined. Factors that may contribute to difficult to flush include, but are not limited to, lumen obstruction or incorrect flushing technique. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, during preparation for use, the proglide device marker lumen was flushed with no saline solution coming out of the marker port. Another proglide device was used in the preclose technique to achieve hemostasis. There was no reported patient involvement and no reported clinically significant delay in the procedure or therapy. On analysis of the returned device, blood was noticed in and on the device indicating the device had been used. Follow up with the account was performed; however, it could not be confirmed that the device hadn't been inserted into the anatomy. No additional information was provided.